Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 178 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was able to complete pump rewind. The customer received 2 motor errors in the past month. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 178 mg/dl. The customer stated that this is the second occurrence of off no power without a battery warning. The customer was advised the pump would be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring also, had a corroded battery tube. Unable to confirm off no power, motor error alarm or perform full functional testing due to blank display. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.